Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The monitor sn (B)(4) was returned to zmc and evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. There is no indication of a device malfunction contributing to the patient's death.

Event description:
A us distributor reported that the patient passed away on (B)(6) 2017 at approximately 09:40pm (21:40) at a hospital while wearing the lifevest. The patient's husband reported that the patient's passing was cardiac related and that staff from the hospital were with the patient at the time of passing. The patient's husband reported that staff stated the device was not alarming and the patient was not conscious. The patient was on telemetry at the time of passing and CPR efforts were performed by hospital staff. The device was started at 22:01:51 on (B)(6) 2017. An arrhythmia was first detected at 08:34:57 on (B)(6) 2017. The continuous ECG recording shows the patient was in ventricular tachycardia from 140 to 150 bpm with response button use. The detection of the arrhythmia stopped at 08:36:08. The patient was in ventricular tachycardia at 150 bpm for approximately 54 seconds. The patient's heart rate then transitioned to ventricular tachycardia at 140 bpm, a rate below the prescribed threshold for treatment of 150 bpm. The lifevest requires approximately 60 seconds of sustained ventricular tachycardia above the programmed threshold in order to deliver a treatment shock. The arrhythmia detection sequence ended when the patient transitioned to a rhythm below the prescribed treatment threshold. A manual recording was completed by the lifevest at 08:41:16 on (B)(6) 2017. The continuous ECG recording shows the patient was in a sinus rhythm at 70 bpm. The lifevest was later shutdown at 11:16:29 on (B)(6) 2017. The device was restarted at 11:20:45 on (B)(6) 2017. An arrhythmia was later detected at 16:16:28. The continuous ECG recording shows the patient was in paroxysmal atrial tachycardia (pat) at 90 bpm. The detection of the arrhythmia stopped at 16:13:42. An arrhythmia was again detected at 16:16:59. The continuous ECG recording shows the patient was in ventricular tachycardia at 150 bpm for approximately 20 seconds. The patient received a non-lifevest defibrillation at this time. The rhythm at the time of the non-lifevest defibrillation was ventricular tachycardia at 140 bpm. The post-shock rhythm after the non-lifevest defibrillation was sinus rhythm at 60 bpm with nsvt at 140 bpm. The detection of the arrhythmia by the lifevest stopped at 16:17:40. An arrhythmia was detected at 16:18:24. The continuous ECG recording shows the patient was in ventricular tachycardia at 150 bpm for approximately 16 seconds. The response buttons were pressed during this time. The rhythm then transitioned to ventricular tachycardia at 140 bpm for approximately 6 seconds before self-converting to a sinus rhythm at 65 bpm. The detection of the arrhythmia by the lifevest stopped at 16:18:50. The device was then shutdown at 16:19:12. The device was again restarted at 16:23:20 on (B)(6) 2017. Per the continuous ECG recording, starting at 16:25:30, the patient was in ventricular tachycardia from 140 to 150 bpm with motion artifact for approximately 1.5 minutes. The patient's heart rate at this time was varying between 140 and 150 bpm with the rate just below the threshold for treatment of 150 bpm. The arrhythmia was not detected by the lifevest as it was below the threshold for treatment. The patient then received a non-lifevest defibrillation. The patient's rhythm at the time of the first non-lifevest defibrillation was ventricular tachycardia at 150 bpm. The post-shock rhythm was a sinus rhythm at 70 bpm. Beginning at 16:27:40, the patient's rhythm transitioned to ventricular tachycardia at 140 bpm for 45 seconds. The patient then received a second non-lifevest defibrillation. The rhythm at the time of the second non-lifevest defibrillation was ventricular tachycardia at 140 bpm. The post-shock rhythm was ventricular tachycardia at 130 bpm for 30 seconds transitioning to nsvt at 130 bpm. The patient then self-converted to bradycardia at 40 bpm. At 16:29:45, the patient was in ventricular tachycardia at 130 bpm for 30 seconds. The rhythm then self-converted with one sinus beat one second before a third non-lifevest defibrillation was delivered. The post-shock rhythm of the third non-lifevest defibrillation was sinus rhythm at 60 bpm with pat. At 16:31:44, the patient transitioned to ventricular tachycardia at 140 bpm for 6 seconds. The patient's rhythm then transitions to sinus rhythm at 90 bpm with pat and motion artifact. From 16:32:44 until the device was shutdown for a final time at 17:35:52 on (B)(6) 2017, the patient was in sinus rhythm/sinus tachycardia from 70 to 120 bpm. Additional monitoring of the patient was not available after the device was shutdown at 17:35:52 on (B)(6) 2017. The patient's husband reported that the patient later passed away at 21:40 on (B)(6) 2017.